Event description:
It was reported that the lead was likely disposed of. No further relevant information has been received to date

Event description:
It was reported by the nurse that high impedance and resultant low output current was detected. On the patient's device. Impedance was okay in august 2020. There was no trauma or injury to explain the high impedance. The patient's generator was disabled as a result of the high impedance. X-rays were received and reviewed by the manufacturer. An apparent fracture was located in the neck area. Based on the x-rays received, the cause for the high impedance is lead fracture no further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient's lead and generator were replaced due to high impedance. The explanted suspect product was not received for analysis to date. No further relevant information has been received to date.